Manufacturer narrative:
The customer requested assistance with setting up the alarms for this unit, but inadvertently preseed the system initialize button in the diagnostic menu and reset the entire system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer requested assistance with setting up the alarms on this unit, but inadvertently preseed the system initialize button in the diagnostic menu and reset the entire system.